Event description:
It was reported that during a hemorrhoidectomy procedure, the staple line appeared to be intact. There was some post-op bleeding. The pt was sent home. Two days later, the pt was brought back into the or with a staple line leak. The surgeon used sutures to close the staple line. The pt went home and then a few days later, the pt came back into the or with a second staple line leak. The surgeon used sutures again to close the staple line. The surgeon also stated that the mucosa was thicker than normal. The pt was released a few days later in good condition. It is unk if the pt received any blood transfusion. No further pt consequence. The device was discarded. Received the following info on 9/30/2009: the pt is doing fine now. No transfusion. The surgeon said that some of the staples were definitely straight vs malformed. There was an unusual amount of redundant mucosa. Surgeon was undecided as to whether it was the stapler or tissue.

Manufacturer narrative:
Date sent: 10/09/2009. Info is unavailable; device was not returned for evaluation. Eval summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot # for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.